Manufacturer narrative:
Alarm 20 was verified. Ac power charger was not able to be investigated as ac power charger was not returned for investigation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 176 mg/dl.